Event description:
Additional information: it was reported that patient received a heart transplant on (B)(6) 2019. Patient's transplant status was elevated to a higher status due to the increase in pump powers. Lactic dehydrogenase (ldh) was normal for the patient (highest ldh was 421 u/l on (B)(6) 2019). However, plasma free hemoglobin was elevated on (B)(6) 2019 at 52.9 mg/dl (normal is less than 8.4 mg/dl). No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed sustained elevations in pump power and flow between 04feb2019 and 13feb2019; however, no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause for these findings could not be conclusively determined. (B)(4) was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing. Two distal portions of the dl were returned measuring approximately 6.5¿ and 7¿, respectively. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outlet elbow. The sealed outflow graft bend relief was returned attached to the graft attachment. The bend relief collar was returned attached to the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(4), visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for further evaluation and treatment of lvad thrombus. Pump parameters were indicative of device thrombosis. On (B)(6) 2019, lactate dehydrogenase (ldh) was 421 u/l. On (B)(6) 2019, ldh was 428 u/l. Echocardiogram with ramp study done on (B)(6) 2019 revealed no change in cardiac morphology despite increasing the lvad speed to 10,000 rpm. Plasma free hemoglobin was elevated. Patient was asymptomatic. No additional information was provided.